Manufacturer narrative:
Block b3: approximated based on the date of previous repositioning procedure.

Event description:
It was reported that the implantable pulse generator (ipg) was positioned too deeply by the physician when the patient underwent an ipg repositioning procedure to address an initial issue (MFR# 3006630150-2025-07756). This resulted to charging difficulties and remote connectivity issues. The patient underwent an ipg revision procedure.

Event description:
It was reported that the implantable pulse generator (ipg) was positioned too deeply by the physician when the patient underwent an ipg repositioning procedure to address an initial issue (MFR # 3006630150-2025-07756). This resulted to charging difficulties and remote connectivity issues. The patient underwent an ipg revision procedure. Additional information was received indicating that the patient was doing well postoperatively. The explanted device will not be returned.

Event description:
It was reported that the implantable pulse generator (ipg) was positioned too deeply by the physician when the patient underwent an ipg repositioning procedure to address an initial issue (MFR# 3006630150-2025-07756). This resulted to charging difficulties and remote connectivity issues. The patient underwent an ipg revision procedure. Additional information was received indicating that the patient was doing well postoperatively. The explanted device will not be returned.